Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08740 inches. Unit received with intermittent esc, act and express buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of in the 300 mg/dl. The customer experienced symptoms such as stomach pains. The customer was treated with fluids. Customer's blood glucose reading was 350 mg/dl a the time of call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also mentioned that the insulin pump buttons were less responsive. The insulin pump will be returned for analysis. Frn-reservoir, unomedical infusion set.